Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-110mg/dl fasting. Verified the strips expire 03/24/2015. Customer confirms the strips are stored properly and was first opened 2 weeks ago. Reviewed meter memory: (B)(6). Customer calling concerned his meter is reading results that he considers are high. Customer meter read (B)(6) 3015 at 07:30 am 114 mg/fl and 171 mg/dl fasting within 30 minutes. No adverse event reported.

Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: use error, inaccurate reference.